Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the permanent cautery hook instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed pitch cable at the distal clevis hub. Additionally, the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.220¿ x 0.262¿ in size. As a result, the conductor wire was showing/open but no damage to the insulation on the conductor wire. The instrument passed the electrical continuity test. Instrument collisions with other hand-held instrumentation or instruments driven outside the field of view can also cause damage to the instrument's distal clevis. The instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with any other instruments or tools. There was no issue related to the opening/closing of the grips, and no issues related to the left/right (yaw) motion of the grips. There was no issue related to the up/down (pitch) motion of the wrist. There are no images or video recordings available for review. There is no further information available.

Event description:
Refer to h10/h11 for follow-up information.